Event description:
A customer contacted beckman coulter inc. (Bec) stating that they are having sodium (na) precision problem on the unicel dxc 800 pro synchron clinical system. The original na results were 151mmol/l and 155mmol/l. Patient samples were re-tested and repeated results were lower. Patient results are provided. There was no effect to patient treatment.

Manufacturer narrative:
Customer stated that they were having na precision problems after service cleaned the flow-cell. A field service engineer (fse) returned to the customer's lab and noted that modular chemistries (mc) sample probe was out of alignment. After probe alignment the instrument was functioning properly.